Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and sensor calibration issue. Customer's blood glucose value was 412mg/dl. Customer treated by bolus with pump. Customer was advised with the proper calibration practices. Customer did not continue troubleshooting for high blood glucose. Insulin pump/sensor will not be returned for analysis.